Manufacturer narrative:
In this incident, patient experienced a blister on the flanks area following a laser procedure with the sculpsure. User error was involved in this incident since it was also determined that the treatment was performed over stretchmarks. The clinical reference guide was not followed as it cautions: "never treat over open areas, rashes, healing wounds or any skin that is not intact. Document any stretch marks, scars, prominent vessels, moles, tattoos, or skin irregularities." The patient sought medical intervention at urgent care. There was no medication prescribed to the patient in this event. The device was evaluated and found to be operating as intended within specification. Blisters are expected side effects from laser treatments, however this is reportable because the patient had medical intervention.

Event description:
Patient had medical intervention following a laser procedure.